Event description:
It was reported that a device was used during a laparoscopic tubal ligation. It was reported the device shield activated before entering the cavity. Another device was used to compelte the case. There was no consequence to the pt.